Manufacturer narrative:
Additional information: the complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15280615 was received for evaluation. Upon visual inspection, the anchor threads exhibited nicks and cuts, likely resulting from the break. The suture and inserter were also examined and found to be intact. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error, specifically improper bone preparation, misalignment of the insertion, and prying/levering the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th february 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in a shoulder dislocation surgery on (B)(6) 2025. No fragments were left in the patient's body. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure performed.